Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was revised due to dislocation. There was an indication that the cup may have been in a sub optimal position. In addition, the patient does have spine hardware which may have been a contributing factor. There is no additional information available for this patient. Doi: (B)(6) 2020. Dor: (B)(6) 2020; affected side: right hip;